Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. In this case, it is likely friable vessel or a partial capture occurred. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a left common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional transcatheter aortic valve implantation (tavi) procedure. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to a 16f and the tavi procedure was completed. Reportedly while tightening the first proglide suture, the complete suture came out and significant blood oozing was noted. The knot of the second proglide suture was successfully advanced to the vessel wall and tightened (worked as intended). The suture was then intentionally removed. Hemostasis was achieved with a cutdown surgery and manual suturing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.